Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. The physician had difficulties manipulating the sheath in the left atrium (la). After isolating the left superior pulmonary vein (lspv) he decided to replace the sheath for a new one. When the second sheath was being inserted into the la, the physician noticed a pericardial effusion. The condition was monitored and the procedure was aborted. Effusion did not grow in size. No medical intervention took place to solve the event. The patient stayed under observation and was discharged from the hospital. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. No abnormalities were found during visual inspection. The faradrive sheath was evaluated for functionality and was found to be unable to deflect. High resistance can be felt as an attempt to rotate the knob was performed, followed by reverse tension from the gasket causing the knob to rotate backward and prevent deflection. The device was x-ray screen for potential defects that prevented the sheath to deflect and did not find any abnormalities or defects. Dissection of the handle did not find any abnormalities in the deflection mechanism but did find the friction gasket to be adhered to the shaft of the sheath. Inspection of the friction gasket confirmed the base of the gasket to be firmly adhered to the shaft of the sheath, as an attempt to move the gasket was unsuccessful. This defect is the main cause of the high resistance and reverse tension felt during functional testing and would only work if the friction gasket was torn loose from its adhered base on the shaft. Evaluation conclusion code was updated from d02 cause traced to component failure to d01 cause traced to device design.

Event description:
It was reported that a patient experienced a pericardial effusion. During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. The physician had difficulties manipulating the sheath in the left atrium (la). After isolating the left superior pulmonary vein (lspv) he decided to replace the sheath for a new one. When the second sheath was being inserted into the la, the physician noticed a pericardial effusion. The condition was monitored, and the procedure was aborted. Effusion did not grow in size. No medical intervention took place to solve the event. The patient stayed under observation and was discharged from the hospital. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. No abnormalities were found during visual inspection. The faradrive sheath was evaluated for functionality and was found to be unable to deflect. High resistance can be felt as an attempt to rotate the knob was performed, followed by reverse tension from the gasket causing the knob to rotate backward and prevent deflection. The device was x-ray screen for potential defects that prevented the sheath to deflect and did not find any abnormalities or defects. Dissection of the handle did not find any abnormalities in the deflection mechanism but did find the friction gasket to be adhered to the shaft of the sheath. Inspection of the friction gasket confirmed the base of the gasket to be firmly adhered to the shaft of the sheath, as an attempt to move the gasket was unsuccessful. This defect is the main cause of the high resistance and reverse tension felt during functional testing and would only work if the friction gasket was torn loose from its adhered base on the shaft.

Event description:
It was reported that a patient experienced a pericardial effusion. During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. The physician had difficulties manipulating the sheath in the left atrium (la). After isolating the left superior pulmonary vein (lspv) he decided to replace the sheath for a new one. When the second sheath was being inserted into the la, the physician noticed a pericardial effusion. The condition was monitored, and the procedure was aborted. Effusion did not grow in size. No medical intervention took place to solve the event. The patient stayed under observation and was discharged from the hospital. The device is expected to return for laboratory analysis.